Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Reporter telephone number not available. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was originally reported three (3) kirschner's needle (k-wire) broke intraoperatively on (B)(6) 2017, during bending of the wires during a patellar fracture repair. The broken pieces from the devices were removed from the patient and the procedure was completed using a new k-wire. No surgical delay or patient harm was reported. Patient status is unknown. It was noted that when the devices were received at the investigation site, none of the devices appeared to be broken. All appeared to be intact. An investigation is scheduled. (B)(4).

Event description:
Device report from synthes europe reports an event in china as follows: it was reported two (2) 2.0mm kirschner wires broke while bending it during a patellar fracture procedure on (B)(6) 2017. The broken fragments were retrieved. A third wire had been prepared for surgery. However, after two (2) broke, surgeon opted to not use the third. Other similar product was used to complete the procedure. It was noted the three (3) wires were returned for investigation. All three (3) returned wires are intact, nothing is broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional product code: hty. DHR review was completed. Part number: 492.200. Lot number: l244580. Manufacturing location: balsthal. Release to warehouse date: 23 december 2016. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Customer quality conducted an investigation of the returned devices. Three intact k-wire ø2 l150 tav have been received and therefore do not confirm with the complaint description that the device broke during surgery. Additional requested information confirmed that the broken products in the reported cases were discarded, so hospital returned 3 samples with same part and lot number for investigation. Received condition of k-wire #2: the k-wire ø2 l150 tav is intact nothing is broken off but shows a mark of use. Dimension: the shaft diameter was measured with caliper referring to the actual technical drawing and found to meet the specifications. Target dimension of shaft outside diameter 2.00 +0/- 0.05 mm actual dimension of shaft outside diameter 1.99 mm / pass DHR review: the manufacturing and raw material documents were reviewed and no complaint related issues were found. This device was manufactured with a lot size of 266 pieces in december 2016. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition and the correct material titanium tav was used. Conclusion: beside various striations and marks of use, k-wire #2 is intact meets fully to the specifications. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: clarification of event. Common device name, product code. PMA/510k: 510k. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.